Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information and unknown patient information, the cause for the patient death could not be determined. Death is listed in the mitraclip ntr/xtr system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of death estimated on (B)(6) 2009. Date of event estimated as (B)(6) 2009. Implant date estimated as (B)(6) 2009. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment : comparison of outcome after percutaneous mitral valve repair with the mitraclip in patients with versus without atrial fibrillation. The additional patient effects are filed under a separate medwatch report number.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death, thrombosis, stroke, recurrent mitral regurgitation, dyspnea, prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of outcome after percutaneous mitral valve repair with the mitraclip in patients with versus without atrial fibrillation." No additional information was provided.